Event description:
The customer reported the systems' foot pedal continued to produce fluoroscopy x-ray without command. No report of patient or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The controller board required replacement. The customer chose not to repair the system. This malfunction may have resulted in a possible accidental radiation occurrence.